Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported black screen on the device due to power failure. The philips field svc engineer confirmed there was no pt involvement.